Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a 44-year-old female patient who had essure (batch no. B09699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anxiety, gerd, hrt, hemangioma of liver, rash trunk, attention deficit disorder of childhood, malaise, fatigue, vaginitis bacterial, diarrhea, rectal bleeding, depression and anxiety. Patient had confirmating hsg shows bilateral tubal occlusion. Patient presents for office novasure endometrial ablation with the purpose of reducing menstrual flow to a manageable amount or possibly inducing total amenorrhea on (B)(6) 2016. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included mood disorder, endometrial biopsy, arthralgia, muscle edema, feeling unwell, vaginal itching, external hemorrhoids, vaginal yeast infection, burning sensation, vaginitis and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No discrepancy to be noted in essure insertion date as (B)(6) 2013. Uterine placement was confirmed by visualizing the tubal ostia. Coils trailing left: 4 coils trailing right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: iud in satisfactory position.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. B09699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anxiety, gerd, hrt, hemangioma of liver, rash trunk, attention deficit disorder of childhood, malaise, fatigue, vaginitis bacterial, diarrhea, rectal bleeding, depression and anxiety. Patient had confirming hsg shows bilateral tubal occlusion. Patient presents for office novasure endometrial ablation with the purpose of reducing menstrual flow to a manageable amount or possibly inducing total amenorrhea on (B)(6) 2016. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included mood disorder, endometrial biopsy, arthralgia, muscle edema, feeling unwell, vaginal itching, external hemorrhoids, vaginal yeast infection, burning sensation, vaginitis and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. Discrepancy to be noted in essure insertion date as (B)(6) 2013. Uterine placement was confirmed by visualizing the tubal ostia. Coils trailing left: 4. Coils trailing right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: iud in satisfactory position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr were received: lot number was added. Events: vaginal hemorrhage, menorrhagia were added. Event onset date were added. Reporters were added. Plaintiffs information was added. Essure insertion date was updated. Reporter causality comments were added. Concomitant conditions were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.